Manufacturer narrative:
Concomitant products: product ID: pnma01411a004, product type: recharger. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer reported that the rubber "mounds" on the belt seemed to be interfering with recharging the patient's implantable neurostimulator (ins). When the patient pushed on the antenna they got 6 coupling bars but when they took their hand away they got 2 coupling bars. The patient had tied some pantyhose on the top which seemed to be helping. They were getting between 6 and 8 coupling boxes at the time of the report. The patient was unable to get the ins to charge above 75%. There were no patient symptoms reported. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.